Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements along with loss of capture (loc) on the presenting electrogram (egm). This patient was not pacemaker dependent at that time. Technical services (ts) recommended to consider a chest x ray. The x ray was obtained which did not show a rv lead issue rather a left ventricular (lv) lead that was under inserted. It was noted that this patient has comorbidities specifically esophageal cancer and his life expectancy maybe not exceed the device longevity. The field representative will leave it up to the physician as to the future plan for this patient regarding possible programming changes or surgical intervention. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements along with loss of capture (loc) on the presenting electrogram (egm). This patient was not pacemaker dependent at that time. Technical services (ts) recommended to consider a chest x ray. The x ray was obtained which did not show a rv lead issue rather a left ventricular (lv) lead that was under inserted. It was noted that this patient has comorbidities specifically esophageal cancer and his life expectancy maybe not exceed the device longevity. The field representative will leave it up to the physician as to the future plan for this patient regarding possible programming changes or surgical intervention. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this patient went for a revision procedure in which the pocket was opened, and the lv lead was pulled out, cleaned up and reinserted the pin. The lv lead was noted to be working well again and it was confirmed to be a set screw issue. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.